Event description:
Information was received indicating a pump using a cadd cassette reservoir was alarming upstream occlusion several times with one cassette and not with another cassette.

Manufacturer narrative:
Location: (B)(6).